Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset occurred on the implantable pulse generator (ipg). It was noted the reset occurred on the same day the patient was flying. The ipg remains in use. No patient complications have been reported as a result of this event.